Event description:
Her meter is reporting high results. She received a reading of 212 mg/dl compared to another meter's results of 85 mg/dl. An evaluation of the system was conducted over the phone which determined that the meter was reporting results within specifications. Customer asked to return meter for further evaluation and a replacement was provided.